Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the cartridge, infusion set tubing and site multiple times. The customer's blood glucose (bg) was 400 mg/dl with a "trace" of ketones that were described as being dangerous. An insulin injection was used to address the high bg level. A system check was performed and the occlusion appeared to be within the infusion set tubing. The customer changed the tubing and resumed insulin delivery. Reportedly, the customer had been using apidra in the cartridge. Tandem technical support informed the customer that apidra was not labeled for use with the pump and advised the customer to discuss the type of insulin used with a healthcare provider. The customer acknowledged the information.